Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump was dropped when the user exited a vehicle, resulting in a cracked screen; the device continued to operate and the user reported that blood glucose was not affected. Symptoms included no adverse clinical effects. Outcomes included a replacement ilet being arranged, user instruction on shutdown to avoid further alerts, guidance to sync data before return, and counseling that data would not transfer to the replacement and that backup therapy is advised; the user chose to continue using the current pump, and continued cgm use was confirmed. Investigation included troubleshooting and user education, verification of shipping details, and arrangement for return with a provided label. Investigation of this case revealed screen damage consistent with accidental physical impact, with no alerts or alarms reported and no apparent impact on insulin delivery or glucose control. It was concluded, based on previously established findings for similar reports, that the cause was accidental damage unrelated to device malfunction.